Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: the 97755 intellis recharger, serial #(B)(6), was returned for product analysis. Analysis revealed no anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. Pt reported seeing a message on their controller that said the "stimulator battery needs changing." Pss understood it was likely "battery low" or "batteries low" screen; they tried to clarify later in the call, but the pt had not recorded the exact message on the screen. Pt said the controller would not do anything and would not charge their implant. Pt said that the controller wasn't showing any other information, except checking recharge quality. Pt said they charge their implant twice a day. Pt also asked if all equipment is ever just replaced at the same time because it seems like they have had a lot of troubles. An email was sent to the repair department to replace the device. It was later reported that as soon as they hung up with the previous agent, they went to try and charge the implant again and got "batteries low" message. Pt said they couldn't remember before if it was batteries or battery so they wanted to call back and let ps know the message they got. Patient (pt) called back to rereport information previously documented in this case. Pt said they received their replacement controller, recharged the controller to 100% and when they went to recharge the ins (which was at 30%), it would not display a recharging quality. Pt said it would not display a recharging quality and the controller kept losing power when trying to recharge the implant able neurostimulator (ins). Pt inspected the rtm (recharger) and did not notice any damage. The pt stated the rtm gets extremely hot when recharging. Pt tried recharging the ins during the call and saw no device found. Pt then went into passive recharge mode and had middle number ranging from 60 to 97. Pt mentioned that they only see the batteries low message when trying to recharge the ins.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6): product type programmer, patient product ID 97755 serial# (B)(6): product type recharger correction to h6: conclusion code updated to d01. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.